Event description:
It was reported that the tip of the driver broke during use removing a screw. The tip was retrieved and the surgery was completed using another driver. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visually confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the tip diameters and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.